Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their wireless recharger (wr) was not working and that they haven't been able to charge their ins. Patient stated that when they pressed the button on the wr, there were no lights showing. During the call, patient was very confusing because they weren't sure which was the wr's power button. It had been a couple few weeks since they'd noticed the issue and had been trying to get the wr working. Agent reviewed general device use, but patient was distraught and didn't seem to be following instructions well. Agent reviewed role of rep and redirected the patient to their healthcare provider (hcp) to further address the issue, then sent an email to the field for visibility. Patient added that their ins hadn't been working yet, and that they thought they've charged their ins at one point. They couldn't charge their ins at first because their incision was infected and it hurt too bad.

Manufacturer narrative:
B2: infection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.